Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ll tip conv pak had leakage. The following information was provided by the initial reporter: material # 305617 batch # 5128137. It was reported by customer that the several trays with between 1 and 5 syringes leaking from the plunger. Rcc received a complaint via email. Cat# of product being complained: bd305617, description of product: syringe luer-lok st 20cc 10ea/tray 12trays/ca, lot or s/n: (B)(6), complaint category: fail to function / defective, incident date: unknown. Details of complaint (reported issue): customer has several trays with between 1 and 5 syringes leaking from the plunger." Per customer "the customer received several trays of 20 ml syringes with issues, with between 1 and 5 syringes affected by a leaking plunger. The issue is believed to have affected at least three different batches between july and october 2024." " customer requested a final investigation report and a credit. Please note: incident date unknown. Additional information will be sent via separate email. Complaint noticed: during / after use problem frequency: a few times customer exposure: patient injury: no xxx qty affected: 1 ea samples available? No is customer requesting an rga?: no return qty:.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 305617 and lot number 5128137. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.